Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown, not provided. If implanted; give date: n/a (not applicable). No patient involvement. If explanted; give date: n/a (not applicable). No patient involvement. Device evaluation: visual testing could not be performed since the product is not available, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis smplcty intraocular lens (iol) haptic was broken with no patient contact. The customer indicated that the lens has been discarded. No further information provided.

Manufacturer narrative:
Correction: upon review of the initial medwatch # md-0004071, it was discovered that section h3: device evaluated by manufacturer was inadvertently answered incorrectly. It should have been populated as "yes". The section has been updated accordingly. No further information will be submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Hold nbii